Event description:
The manufacturer received information alleging a ventilator fails to charge its internal battery. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's power management board and internal battery were replaced to address the issue.